Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
Out of the box, blade functioned as it should. After the release (cut), the doctor could not retract the blade. There was pt contact but no pt injury/death alleged. No revision or medical intervention was required.